Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker felt their heart rate was dropping below 100 beats per minute when running. Rate response and sensor programming was discussed. It was also noted that when the patient was breathing heavily minute ventilation (mv) was attenuated which resulted in a lower measured mv, then less rate response, and so on. Reprogramming options were provided and working on slower breathing patterns was discussed. No adverse patient effects were reported.